Event description:
During a remote follow up, it was noted the patient received inappropriate therapy due to an incorrected interpretation of signals. It was noted the device was behaving according to programmed settings. The device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was stable.